Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia or hypoglycemia or the difference between meter readings. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide 14421-aw rev h / 2016. Checking your blood glucose 7 pages 80, 95, 96. Warning: do not use strips beyond the expiration date printed on the package, as this may cause inaccurate results. Warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that his blood glucose (bg) meter was reading 47 mg/dl. The personal diabetes manager (pdm) meter indicated his blood glucose level was 447 mg/dl. The patient also reported that he was using expired test strips.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the blood glucose meter reading incorrectly was found.